Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic broken with fibre on the lens surface. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -9.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was exchanged with a same length but different model/power lens and this resolved the problem. The cause of the event was reported as unknown.